Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have poor communication on the patient programmer (pp), even with the antenna attached. It was stated that the patient had their cell phone placed in the breast pocket directly over the ins as of the day prior to date notified, and that there was potential emi as a result. Troubleshooting was attempted, and it was found that there is poor communication with both implantable neurostimulators (inss). The patient noted that they feel like their arms and hands are bilaterally vibrating, and that their legs are freezing when they are stooped. These symptoms have gradually and progressively gotten worse during date notified. Additional information received from the healthcare provider (hcp) on aug-11 reported that they believe the poor communication and related symptoms were a misunderstanding, and that there is no problem with the hardware. The hcp thinks the patient is still learning to use the device, and that there is no issue. Additional information received from the patient on (B)(6) reiterated the issues involving poor communication on the pp. It was stated that the manufacturer representative (rep) checked the pp at the hcp office last week and found that the pp was working fine. Indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-17970.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.